Manufacturer narrative:
The device was not returned to the service center as the user facility has quarantined the disposable products. A photo image of the device tip damage was provided however, the cause of the reported event 'teflon tip peeled off' could not be confirmed at this time. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the teflon tip. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information becomes available a supplemental report will be submitted.

Event description:
The manufacturer was informed that during the thyroidectomy procedure, the teflon tip started to peel off and burning smell noted on two devices. The procedure was completed with a third similar device with a different lot number. All connections were inspected before and after the event and no abnormalities were observed. There was no patient injury reported. This report is for device 1 of 2.